Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that a 45 mm screw was implanted at the left s1 but was thought to be too long so it was removed and replaced with a 40mm screw. During reduction the 40mm screw was pulled out of the bone. An intrasacral buttress screw insertion was performed instead and the procedure was completed without further incident. No additional patient complications were reported.